Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this ICD was thoroughly inspected and analyzed. Pin gauge testing confirmed that all port diameters were within design specification range; however, the diameter of the is-1 ra spring contact component was found to be out-of-specification. This may have resulted in a suboptimal connection with the lead terminal. It is unlikely that this laboratory finding contributed to the reported clinical observations, the field observations were resolved at the time they were noted and were unable to be reproduced in the lab.

Event description:
Additional information was received indicating this implantable cardioverter defibrillator (ICD) was explanted posthumous. The patient death was unrelated and no additional adverse patient effects related to the device were reported while in service.